Manufacturer narrative:
Per -3 initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. The reported failure mode in this case has been reported to corin vigilance previously and as a result of feedback from the field, corin have initied a project to research a new design for this instrument, including a new thread. Based on this, corin now consider this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
It was reported that 2 trinity handles had a broken thread.